Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button error alarm. There was intermittent button response due to corroded keypad trace. No moisture damage electronic assembly. The insulin pump was received with a scratched lcd window, cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture. The customer was advised return the product for analysis.